Manufacturer narrative:
A ge service representative performed an onsite investigation. The image processor board and video control board were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not display a fluoroscopy image on the workstation monitor when the footswitch was activated. No patient injury was reported.